Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: an unwanted left bundle branch block: the proteus-unveiling of his bundle pacing. Heart rhythm case reports. 2025; 11:20¿24. Doi: 10.1016/j.hrcr.2024.09.020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding his bundle pacing (hbp). The authors described a patient who presented to the emergency department approximately eleven months post implant with new-onset fatigue, weight gain (16 kilograms in three weeks), progressive exertional dyspnea (new york heart association class iii), and lower limb edema. Transthoracic echocardiography documented ventricular dyssynchrony with ¿apical rocking,¿ increase in ventricular volumes, and reduction in ejection fraction, as well as pulmonary hypertension. This was consistent with new onset left bundle branch block. The patient was discharged with loop diuretic therapy on top of optimized medical therapy for heart failure. At a follow up interrogation, they noted progression of the conduction system disease but also noted a threshold increase and loss of capture with the hbp lead. Reprogramming was performed and the lead remains in use. Two months later the patient was reevaluated and there was weight loss, exercise tolerance improvement (new york heart association class I), and resolution of lower limb edema. Transthoracic echocardiography demonstrated recovery of ejection fraction, normalization of left ventricular volumes, and systolic pulmonary artery pressure (spap). Electrocardiograms confirmed hb capture threshold stability. No additional adverse patient effects or product performance issues were reported.